Manufacturer narrative:
Added new information to b(5) via loqi registry. The investigation is still in progress. A supplemental will be filed upon completion.

Event description:
New information alleges hemolysis and hepatic failure. For hemolysis, the reported narrative indicates ldh and pfhg labs were trending upwards, resulting in removal of the device on (B)(6) 2023. Regarding hepatic failure, the narrative states, "trend for alt/ast trend upward. Lactulose started for ischemic hepatopathy. Ctm and watch lab trends." Each of of the above adverse events were alleged with a "possible" relationship to the impella device.

Manufacturer narrative:
Added new information to b(5) via loqi registry. The investigation is still in progress. A supplemental will be filed upon completion.

Event description:
New information alleges cardiogenic shock and hemolysis with a possible relationship to the impella device. For cardiogenic shock, the reported narrative indicates the patient developed said condition after impella insertion. Epi was initiated and patient's lactate trends were monitored. Regarding hemolysis, the patient's ldh and pfhg were trending upwards, leading to device removal on (B)(6) 2023.

Event description:
New information alleges sepsis and acute encephalopathy with a possible relationship to the impelladevice. For sepsis, the reported narrative indicates the patient's white blood cell count had trended upwards after the procedure and antibiotics were required. Regarding acute encephalopathy, the narrative states, "after impella implant, patient developed acute encephalopathy. Eeg - w/o seizure (B)(6) 2023 and CT scan negative. Patient's cause of death was multi-organ failure."

Manufacturer narrative:
Added new information to b(5) via loqi registry. The investigation is still in progress. A supplemental will be filed upon completion.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
A notification was received via abiomed's long-term outcome and quality indicator impella registry on (B)(6) 2023. The report alleged renal failure, cardiac tamponade, and ventricular arrhythmia had each occurred with a possible relationship to the impella 5.5 device used on this patient. Renal failure was treated via dialysis and ventricular arrhythmia was treated via two (2) cardioversions. While cardiac tamponade was alleged, and blood products were delivered, it's unclear if the physician "tamponaded" the patient's procedural chest bleed, or an actual cardiac tamponade occurred. We are actively following up for more information.

Event description:
New information alleges bleeding type 3b cardiac tamponade and thrombocytopenia. For bleeding, the reported narrative indicates a small area of bleeding developed at the takeoff of the surgical graft to "innominate and l common carotid arteries, found upon cardiac tamponade surgery. This was repaired with several 3/0 pledgeted prolene sutures. 1 unit of prbc was documented given also." Regarding thrombocytopenia, the patient's labs showed, "trending downward platelets. Hit panel was negative and asa was held."

Manufacturer narrative:
Since the original report, our investigation is still in progress. Upon closure, a supplemental MDR will be filed. New information received has been added to b(5) and additional codes to section h(6).

Manufacturer narrative:
The investigation of hemolysis, ventricle perforation, vf/vt/af/at, access site bleeding, thrombocytopenia, and infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Access site bleeding failure deleted since it is a chain event of ventricle perforation. Instructions for use: sepsis impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ thrombocytopenia impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ventricle perforation impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Impella 5.5 with smartassist for use during cardiogenic shock with automated impella controller section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ hemolysis impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05414. B2 outcome; death. B5 updated with mso statement and patient outcome. D4 model number d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact email revised in accordance with updated procedures g1 reporting contact facility name missing g1 reporting contact fax number missing. H1 type of reportable event h6 health effect - impact code death added h6 component code revised from the initial submission in accordance with updated procedures. H10 instructions for use missing.

Event description:
According to information received from abiomed's long-term outcome and quality indicator impella registry the patient expired on an unknown date due to multi-organ failure. Per medical safety officer review there is not enough evidence to exclude impella as an associated factor in the patient's outcome.